Manufacturer narrative:
(Initial reporter facility name): (B)(6). Imdrf device code a04 captures the reportable event of damaged bands.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2023. During preparation, it was noticed that the band was damaged. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.